Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as slightly red skin irritation due to tight garment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses cleaned the area. Follow up indicated that the skin irritation improved.